Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a tear in the black power cable. When the cable was manipulated, a ¿connect power¿ alarm was triggered while connected to both the battery and the power module. The log file confirmed the reported power cable ¿unknown¿ alarms associated with the black power cable. As the alarms were reproducible with manipulation of the cable, replacement of the controller was recommended when it was safe to do so and when the patient could tolerate the pump stop required for the exchange. No other notable alarm conditions or parameter changes were identified in the log file. It was later communicated that a new controller was issued. The issue resolved with controller exchange.